Manufacturer narrative:
The reported event of could not untighten a-setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the inset of the setscrew. The calcified blood was preventing the wrench from engaging the setscrew inset needed to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will only strip portions of the inset it comes in contact with. The calcified blood was removed from the setscrew insets in the lab. Then a wrench could be inserted to engage the setscrew to untighten it. The stuck lead could then be removed from the a-connector. The blood came through holes punched through the septum by the user of the torque wrench at time of implant.

Event description:
During a routine device exchange, the set screw of the right atrial (ra) port in the header of the device was unable to loosen. The ra lead was cut, and the device was successfully explanted and replaced to resolve this event. The patient was stable.